Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black screen. They also stated that the green power light is on and that the alarm light flashes the alarms. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen. Customer also stated that the green power light is on and that the alarm light flashes the alarms.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter board was replaced to fix the issue. It was noted that the device also did not pass an nibp deflation test, came in with no battery, a broken recorder blank out plate, and a lot of physical damage. The customer was notified of the additional repairs/cost to fix the device. The device was repaired and returned to the customer on 01/07/2016.